Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 292 mg/dl at the time of the incident. The customer was at 392 mg/dl at the time of the call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed but the pump passed a high pressure test. The customer was getting continuous highs. The insulin pump will not be returned for analysis.